Event description:
The patient experienced severe withrawal in 1999 a dye study revealed the "pump frozen. Pujp died without warning." The pump was replaced on the 6th day after an implant duration of 34 months. The patient outcome was not reported.